Event description:
The account alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician removed food and debris from the latch casement and lubricated the spring and pins to resolve the issue.